Manufacturer narrative:
The results of the investigation are not complete at the time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the nurse noticed the foley was not in place after three days. Another catheter was installed without difficulty. No patient injury reported.